Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. It was reported that the device was used against resistance. The starclose se instructions for use states: do not advance or withdraw the starclose se against resistance until the cause of that resistance has been determined. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a starclose se device with a 6f sheath after a dianostic procedure. Reportedly, resistance was felt during advancing the thumb advancer and the sheath was not splitting as expected. Advancing the thumb advancer continued and the sheath split completely. The clip was deployed and hemostasis was achieved. There was no reported adverse patient effect. No clinically delay in the procedure was reported. The technician was reported to be trained in the use of the starclose se device. No additional information was provided.